Event description:
It was reported a wireless module for a spectrum pump had fluid intrusion with extensive corrosion. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported fluid intrusion was confirmed through evaluation. The investigation found corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion. This condition caused components to fail rendering the unit to be irreparable. The device was removed from service.